Event description:
The customer reported that this right atrial (ra) lead was surgically abandoned and capped due to an unspecified product performance issue. No adverse pt effects were reported. On (B)(6) 2012, the customer was contacted to find out if they had received any updated information on this lead; it was reported they received information on (B)(6) that this lead had high thresholds 4.0v. No loss of capture or adverse pt events. The lead was actively implanted for approximately 9 years, 1 month.

Manufacturer narrative:
The lead was surgically abandoned and capped, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.